Manufacturer narrative:
The navio long attachment intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. There were no additional visual observations identified. A functional evaluation was performed. The evaluation followed the long attachment pv. The reported problem was confirmed. There is an obstruction prohibiting the bur from passing through the long attachment. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes "failure to align" and "blockage" identified similar events. The most likely cause of this event is degradation/collapse of the long attachment internal bearings making bur insertion difficult or not possible. Further investigation into the reported failure is being conducted to determine if additional actions are required.our reference number: (B)(4).

Event description:
It was reported that prior to the case, before the patient entered the room, it was unable to get the bur through the long attachment. Up on visual inspection there was blockage from inner bearing. The equipment was swapped to continue the procedure without delays. No other complications were reported.